Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. H6: mechanical (g04) stem. Visual examination of the provided picture identified a glenopshere and poly. The image does not confirm the reported event. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D6a: sometime in 2016. D10: 36mm ã¿ glenosphere cat# 00434903611 lot# 63133133. 36mm ã¿ +3mm offset poly liner cat# 00434903603 lot# 63103105. G2: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 8 years post implantation due to metallosis, dislocation, as well as stem/liner disassociation. The glenosphere was replaced, as well as the poly liner. Attempts have been made and no additional info is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following section was corrected: d9. H10: related report number: 0001822565-2024-01724-3. 0001822565-2024-01899-3. Visual examination of the provided picture identified a glenopshere and poly. The image does not confirm the reported event. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.